Event description:
The patient was enrolled in the respond edge post-market clinical study. It was reported that left bundle branch block (lbbb) and right bundle branch block (rbbb) occurred. Procedure summary: prior to index procedure, heparin or other anticoagulant was given. The patient was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The patient received a loading dose of 300 mg clopidogrel. A lotus introducer sheath was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve into the proper anatomical location. Post procedure summary: on the day of the lotus edge valve implant, post procedure, the patient developed lbbb and rbbb. No action was taken to treat these events. At the time of reporting the lbbb and rbbb were considered not recovered. It was further reported that one day post index procedure, repeat ECG revealed new lbbb. A permanent pacemaker was recommended due to left bundle branch block. Six days post index procedure, a new permanent pacemaker was implanted successfully. The right bundle branch block has been withdrawn from the event. It was further reported that the correct date of pacemaker implant was 3 days post index procedure.

Manufacturer narrative:
Second implanter: (B)(6). Patient identifier: (B)(6). B5 describe event or problem:it was further reported that the correct date of pacemaker implant was 3 days post index procedure.

Manufacturer narrative:
Patient identifier: (B)(6). Second implanter: dr. (B)(6).

Event description:
The patient was enrolled in the respond edge post-market clinical study. It was reported that left bundle branch block (lbbb) and right bundle branch block (rbbb) occurred. Procedure summary: prior to index procedure, heparin or other anticoagulant was given. The patient was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The patient received a loading dose of 300 mg clopidogrel. A lotus introducer sheath was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve into the proper anatomical location. Post procedure summary: on the day of the lotus edge valve implant, post procedure, the patient developed lbbb and rbbb. No action was taken to treat these events. At the time of reporting the lbbb and rbbb were considered not recovered.

Manufacturer narrative:
Second implanter: dr. (B)(6). Patient identifier: (B)(6). B5 - describe event or problem: updated with additional information received. B6 - relevant test / laboratory data: updated with additional information received.

Event description:
The patient was enrolled in the respond edge post-market clinical study. It was reported that left bundle branch block (lbbb) and right bundle branch block (rbbb) occurred. Procedure summary: prior to index procedure, heparin or other anticoagulant was given. The patient was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The patient received a loading dose of 300 mg clopidogrel. A lotus introducer sheath was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve into the proper anatomical location. Post procedure summary: on the day of the lotus edge valve implant, post procedure, the patient developed lbbb and rbbb. No action was taken to treat these events. At the time of reporting the lbbb and rbbb were considered not recovered. It was further reported that one day post index procedure, repeat ECG revealed new lbbb. A permanent pacemaker was recommended due to left bundle branch block. Six days post index procedure, a new permanent pacemaker was implanted successfully. The right bundle branch block has been withdrawn from the event.